Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood visible on the shaft and in the guide wire lumen, suggesting that the device was loaded onto a guide wire and advanced inside the body. There was contrast in the inflation lumen and the balloon was loosely folded, which is consistent with preparation for use and an attempt to inflate the catheter. The inflation device used during the procedure was not returned for analysis, which may have aided the investigation. Therefore, functional testing was performed with a new indeflator in an attempt to pressurize the device, but it would not inflate as fluid could not pass through the dried contrast in the inflation lumen. After the catheter was left pressurized for a few hours to dissolve the contrast, the balloon was able to successfully inflate to the rated burst pressure without any anomalies noted. Measurements of the inflation times were also taken and met manufacturing criteria. The analysis also noted a bend in the hypotube at the distal end of the strain relief tubing. However, this damage was not originally reported and likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. Since the analysis was unable to confirm the reported difficulty, this damage does not appear to have contributed to the reported complaint. The inability to inflate the catheter may be related to numerous factors including, but not limited to, device damage during manufacturing, leaks, damage to the balloon or inflation lumen, kinks/bends, inflation lumen obstruction, contrast concentration, inflation technique, patient anatomy, failure to visualize contrast during inflation, a loose or intermittent connection between the catheter and indeflator or insufficient preparation prior to use. In this case, there was no available information on the patient anatomical morphology (tortuosity or calcification), which may have aided the investigation. Since functional testing was unable to confirm the reported incident, a definitive cause for the inability to inflate the catheter could not be determined. To assure that all products perform according to specification, all balloons are visually inspected online for damage and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify product quality, including functional testing for balloon inflation/deflation. A review of the finished product lot history record did not reveal any nonconforming material record issues with this lot, indicating all lot release testing met manufacturing criteria. Additionally, a query of the vascular intervention product experience and reporting (viper) complaint-handling database was performed for the reported lot and revealed no other incidents reported for an inflation issue (failure to inflate). There does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an attempt to perform dilatation in an unspecified coronary vessel, using a 2.5x20 rx voyager, the balloon did not inflate. The physician exchanged the voyager for another unspecified dilatation balloon and completed the procedure successfully. There was no adverse patient effect and no reported significant clinical delay in the procedure. No additional information was provided.